Event description:
The manufacturer rec'd info alleging the ventilator was alarming for low pressure. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the blower motor was observed. The device's blower motor was replaced to address the issue.